Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence believed to be due to cuff atrophy. All components were removed and replaced. There were no device issues and no further patient complications reported.